Event description:
The user facility reported that the angio-seal device did not deploy correctly. The estimated blood loss was less than 250cc. Additional information was received on 11jul2023: the angio-seal deployed, however, bleeding persisted after deployment. The bleeding began approximately 1-2 minutes after patient moved onto stretcher from procedure table. The procedure for the patient prior to closure was diagnostic angiogram. The patient was stable post procedure, a clamp was utilized to stop the bleeding.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: manager, cardiac cath lab, visiting clinics, and pacemaker clinic. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).